Event description:
The customer stated that the meter was missing the 100s and 10s positions of the display. A review of the system was conducted over the phone. The review indicated that segments were missing from the meter's display. The customer was asked to return the meter for further evaluation and a replacement was provided.